Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470mg/dl and that the insulin pump was damaged. The customer treated with novolog. Customer's blood glucose value was 175mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed for the damage. The customer stated that a piece of plastic has broken off the rim of the reservoir compartment. Customer stated that the plastic piece broke off during reservoir change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform basic occlusion, occlusion test, prime and excessive no delivery test due to completely broken off reservoir tube lip. Unit received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and stained endcap sticker.